Event description:
A patient reported experiencing inaccurate low results with a ot basic enhanced meter. The patient's blood glucose results were 9 mg/dl, 40 mg/dl. Tests were done < 10 minutes apart with a difference of 27 mg/dl.patient did not experience any adverse events. No further information has been reported.